Event description:
It was reported that the subject device presented an abnormal image. The event occurred during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the insertion section/malfunction of universal cord assembly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of universal cord assembly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.